Manufacturer narrative:
This model is not sold or marketed in the u.s. However, it is similar to device: model #2800; brand name: carpentier-edwards perimount rsr pericardial bioprosthesis; PMA #p860057/s001. The device was returned and product evaluation is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 27mm 2900j aortic pericardial valve, implanted approximately eight (8) years, was explanted due to aortic regurgitation. The device was explanted and replaced with a non-edwards valve with no patient adverse events reported. The patient status was reported as "under treatment". The device was returned for evaluation, and it was permitted to dismantle the device after necessary evaluations. There was no allegation of device malfunction.

Manufacturer narrative:
Updated sections: a1, a2 age and date of birth, a3, b5, d4 serial number and expiration date, d6a, h4, h6 type of investigation, investigation findings, and investigation conclusions. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. A definitive root cause could not be determined; however, it is likely that patient related factors contributed to the event.

Event description:
Edwards received information that a 27mm 2900j aortic pericardial valve, implanted for eight (8) years and one (1) month, was explanted due to aortic regurgitation caused by leaflet degeneration. The device was explanted and replaced with a non-edwards valve with no patient adverse events reported. The patient's status was reported as under treatment.

Manufacturer narrative:
H3: customer report of regurgitation was confirmed from valve condition as received. Leaflet tears in the as received condition may contribute to regurgitation. Leaflet 1 had non-transmural 5mm tears near commissures 1 and 2. Leaflet 3 had a 7mm tear near commissure 3 and a 10mm tear near commissure 1. All three leaflets were observed to be thickened and swollen near the commissure and at the tears. Wireform was exposed on commissure 3. Sewing ring cloth was cut around leaflets 1 and 3.